Event description:
It was reported that the patient¿s spinal cord stimulator (scs) had been ineffective. The therapy was ineffective and the hardware was causing significant pain, especially in his right hip. It was noted that the device was explanted and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, serial# unknown, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n276820, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot# 273040001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found the ins was received with no telemetry and no output. Telemetry was restored after two physician mode recharges. The ins passed functional testing after the telemetry was restored. According to the trace report taken from the ins, it had experienced two over-discharges. The first over-discharge occurred sometime after the ins went to the lock mode on (B)(6) 2012. The ins clock was never reset after being recovered the first time so it cannot be determined when the second over-discharge occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.